Manufacturer narrative:
Literature citation: van beek m, geurts jw, slangen r, schaper nc, faber cg, joosten ea, dirksen cd, van dangen rt, van kuijk smj, van kleef m. Severity of neuropathy is associated with long-term spinal cord stimulation outcome in painful diabetic peripheral neuropathy: five-year follow-up of a prospective two-center clinical trial. Diabetes care. 2018;41(1):32-38. Doi: 10.2337/dc17-0983. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku; product ID: neu_ins_stimulator, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: evidence from prospective studies for long-term treatment efficacy of spinal cord stimulation (scs) in painful diabetic peripheral neuropathy (pdpn) is not available. The authors reported prospective data on the effect of scs on pain ratings, treatment success and failure, and complications during a 5-year follow-up in patients with pdpn. Treatment success was observed in 55% of patients after 5 years. Median duration of scs treatment was 60 months (minimum 1 month, maximum 60 months), and 80% of patients with a permanent implant still used their scs device after 5 years. Higher michigan diabetic neuropathy score (mdns) was associated with treatment failure during the 5-year follow-up (hazard ratio 3.9 [95% ci 1.3¿11.6]; p = 0.014). The authors concluded that scs was successful in reducing chronic pain symptoms in the lower extremities of patients with pdpn up to 5 years after initiation of treatment. Furthermore, 80% of patients with pdpn still use their scs device after 5 years. Moreover, the severity of neuropathy is associated with a higher chance of long-term treatment failure during a 5-year follow-up. Reported events: one patient presented with an infection of their spinal cord stimulation (scs) system 2 months after implantation. Despite adequate treatment, this patient developed a chronic pocket infection with staphylococcus aureus, which led to removal of the scs system 8 months after implantation. The infection was reportedly considered a ¿deep infection.¿ one patient reported pain in their subcutaneous battery pocket. It was further reported that the battery caused considerable discomfort for a prolonged period. Twenty months after implantation of the device, the battery was relocated in a caudolateral direction. Nineteen months later, the patient reported recurrent discomfort caused by the battery, which was left in place during the 5-year period of the study. Four leads were damaged and replaced during 5 years of follow-up. It was noted the four lead replacements were performed in three patients. Five leads were repositioned to optimize paresthesia coverage. It was noted the five lead revisions were performed in four patients. Eight patients underwent one battery replacement during the 5-year study period. Five patients underwent two battery replacements during the 5-year study period. No further complications were reported or anticipated. Please see manufacturer report numbers 3007566237-2011-08378 and 3007566237-2014-03169 for additional events from the article that were previously reported by the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.